Manufacturer narrative:
Additional information was received that the infection was not due to device or procedure.

Event description:
A report was received that the patient developed infection at the midline incision site with symptom of drainage. The patient was treated with antibiotics. The patient underwent an explant procedure.

Event description:
A report was received that the patient developed infection at the midline incision site with symptom of drainage. The patient was treated with antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn they were discarded by the medical facility.